Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified units of vial mate adapters leaked. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.